Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the act button was not functional. Customer's blood glucose was 280 mg/dl. The customer treated their blood glucose with a manual injection. The customer did not drop, bump or expose the insulin pump to moisture. The customer declined to return the insulin pump for analysis.